Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient coded and was recussitated and had a low heart rate of 28 beats per minute. There were no pacing spikes on the monitor strips. At the time of notification, a temporary lead was being placed to supply external pacing. The device is still in use. No further patient complications have been reported as a result of this event.